Event description:
I had mentor "gummy" silicone breast implants. Within just a few days, I developed extreme vertigo. I could not regulate my body temperature. My hands and feet were like ice despite high outdoor temperatures. My eyes were incredibly dry. I could barely keep food down. I lost nearly 10 lbs on my small frame in a week or two time. I had heart palpitations and terrible insomnia. The symptoms were so bad. I begged the plastic surgeon to remove the implants after only weeks. I had blood tests that pointed to autoimmune disorders such as lupus. Thankfully, the surgeon agreed to immediately remove them. Within days of explant, most symptoms resolved. Slowly over the next two years. I regained my health. I retested for lupus 6 months later and all tests were negative.